Manufacturer narrative:
Product complaint # (B)(4). Date of event: exact day of the month unknown. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested and the following was obtained: is the lot number of the device available? No further information is available. What were the indications for surgery? No further information is available. Did the patient receive any preoperative chemotherapy or radiation? No further information is available. Were there any issues experienced with the device in the initial surgical procedure? No further information is available. What healthcare professional fired the device and what is his/her experience with the device? No further information is available. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? The surgeon fired at 2/3 of the gap setting scale. We don't know above or below 2/3 of the scale, but the procedure was following IFU. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? No further information is available. Was the device difficult to close? No further information is available. Was the device difficult to fire? No further information is available. Did the healthcare professional receive audible & tactile feedback when firing the device? No further information is available. Were the donuts inspected? If so, please describe. No further information is available. Was a complete transection of the white breakaway washer visually confirmed? =>no further information is available. What specific leak test was performed? The surgeon performed leak test with 30ml saline and confirmed the negative. Was the staple line visualized endoscopically during the initial surgical procedure? No further information is available. How many days postoperative did the leak occur? No further information is available. How was the leak identified? The surgeon performed leak test with 30ml saline and confirmed the negative. Was the pinhole in the anastomotic staple line or away from the anastomosis? =>no further information is available. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, pleased describe the shape and location. No further information is available. Was there a second reoperation? If so, what was observed and done in the reoperation? No further information is available. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? No further information is available. Is the ostomy temporary or permanent? No further information is available. What is the current status of the patient? No further information is available. No further information will be provided.

Event description:
It was reported that after a laparoscopic low anterior resection and ileostomy, minor leakage occurred. The device was used on the colon and the rectum. A pinhole-sized hole was found on the left side of the anterior wall. Ileostomy was performed. Additional suture was performed through the anus on the 16th sep. But leakage occurred again, so that the re-operation was scheduled. Additional information was provided that the surgeon performed leak test with 30ml saline and confirmed the negative. The surgeon¿s comment: the leak test may have been weak.